Event description:
It was reported that the ilet system entered and then expired from bg run mode after 72 hours because the user had no additional cgm supplies due to an insurance issue, and the user sought to extend bg run mode beyond the allowed period. Symptoms included insufficient information regarding any clinical effects. Outcomes included insufficient information regarding any health impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no specific findings, with insufficient information to identify a device problem or a specific device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was not established.